Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the product code of the product used in each procedure? Sxpp1b450 what is the surgeon¿s experience with this stratafix suture? Has been using since march/april timeframe consistenly date and name of index surgical procedure? See above what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparoscopic (mainly a couple robotic but mainly lap) on what tissue was the suture used? Vaginal cuff was the fixation loop secured to tissue at the initiation of suture use during the index procedure? ¿ yes always¿ was at least one reverse stitch performed prior to closure? ¿yes always¿ what tissue dehisced? No. She noted that her fellows were the first to recognize the pattern because they were fielding a higher number of after hours and weekend calls. Once the fellows raised the issue, the department reviewed the cases collectively and believes there has been a noticeable increase in postoperative bleeding since transitioning to stratafix. While some postoperative bleeding is expected, she felt the listed cases showed an elevated rate. She mentioned dr. (B)(6). May provide more but I have not received any additional information. Her early impression is that there may be increased granulation tissue when using stratafix, which she believes could be contributing to the bleeding.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2025 and barbed suture was used on the vaginal cuff. The patient experienced severe post-operative bleeding (>30 days) requiring ER evaluation x 2 for heavy bleeding and or exam under anesthesia for fulguration of granulation tissue. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: c1.